Event description:
Report received of a tubing set that broke below the cassette. A home care pt was receiving a dobutamine infusion via mediport at 10ml/hr, with a total volume of 500ml to be infused. The dobutamine had been infusing for appropriately 26 hrs when the incident occurred. The pt called into the home care agency to report that the pump was alarming and that the "tubing broke." The reporter stated that the leak caused the pump to get wet, but it continued to run. The reporter stated that a "clean separation occurred at the blue foil" below the cassette. The pt had back up supplies in the home. At an unspecified time, the pt changed out the complete set up with a new bag of medication, tubing set and pump. The infusion was resumed without further incidence. The dr was notified of the incident, but no new orders were given. The reporter stated that the pt remained stable. There was no report of bleed back, blood loss or air in the pt's IV line. There was no report of pt harm or adverse pt effect. Although requested, no additional info was available.